Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. All available information was investigated and a conclusive cause for the reported unintended movement could not be determined in this incident. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The customer reported the device is not returning. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The additional mitraclip device referenced is filed under a separate medwatch report number.

Event description:
This is being filed to report the clip opened when establishing final arm angle. It was reported that the initial mitraclip procedure was performed on (B)(6) 2018, to treat functional mitral regurgitation (mr). Two clips were implanted. At a later date the patient returned with the mr increased to 4. Per the physician, the increased mr was due to disease progression. The two implanted clips were confirmed to be stable on both leaflets. A second procedure was performed on (B)(6) 2020. The clip delivery system (cds) was advanced and placed on the mitral valve; however, the clip opened while establishing final arm angle (efaa). The cds was removed without issue. During preparation of the next cds, while flushing the delivery catheter (dc) handle, water was coming out of the gripper lever. The device was not used and another clip was implanted, reducing mr to 2. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.